Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece was indicated which are not qualified for use with the cartridge. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. Based on continued trending of all acrysof® models the acrysof® iq toric (B)(4) intraocular lenses (iols) for the (B)(6) market were added to the voluntary recall (29-sep-2015). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the second postoperative week the patient experienced hyperemia, keratic precipitates, anterior chamber cells, anterior chamber flare and hypopyon. The patient's symptoms resolved after being treated with steroids, antibiotics and non-steroidal anti-inflammatory. There was no bacterium inspection performed.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2015-128375

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the patient developed inflammation. The symptoms resolved with medication treatment (steroid eye drops, etc.) The lens remains implanted. There was no indication that a bacterium inspection was performed. Additional information has been requested.